Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 87-year-old female in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. However, patient has horrible peripheral vascular disease (pvd) and the sheath was occlusive in the artery. The physician attempted an external fem-fem bypass and was unable to find a suitable vessel for the return sheath and the decision was made to explant the device.

Manufacturer narrative:
The investigation into the limb ischemia has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to determine the root cause; only the clinical report was evaluated. Based on the clinical information provided, the root cause of the limb ischemia issue was patient condition related to pvd vessel condition.